Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented remotely via merlin.net transmission, lead noise, high out of range, high voltage lead impedance issue, high capture threshold issue and diminishing r-wave amplitude variation was observed on the rv lead. Patient was asymptomatic. Lead was capped on (B)(6) 2017 and a new lead was implanted. No further information available.